Event description:
It was reported that the set was leaking from the spike. The device was switched out with one that performed. No patient injury was reported.

Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The returned sample was received in used conditions and without its original packaging. Functional and visual testing were performed. The evaluation was performed, and the reported issue was duplicated, during testing, a reservoir bag with water was connected to the samples, in order to infuse water by gravity to the drip chamber to verify for leaks. The samples had a leak in the bonding between the drip chamber and the spike. A sample of 32 units was taken, in order to perform a visual inspection to verify for leak paths in the bonding between the spike and the drip chamber. No discrepancies were found. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue was determined to be the manufacturing issue during the manufacturing process by personnel. Actions were taken to mitigate the reported issue: production personnel were retrained on the manufacturing process by the product supervisor in order to reinforce the bonding operation between the drip chamber and the spike and to reinforce the leak test of the drip chamber and spike assembly.